Manufacturer narrative:
Device evaluation: six (6) investigations were completed during the period. The products were returned and evaluated. A visual inspection of the returned products did not reveal any obvious defects or damages. Functionality test were performed, and the result were as follows: -two (2) were found within specifications. The reported events were not confirmed. -four (4) were found not within specifications. The reported events were confirmed. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity unknown (x5) 60618048 (x4) 60627551 (x2) 60620141 (x2) 25482941 (x2) 24391953 (x2) 60625526 (x2) 25278736 (x2) 60630563 (x2) 25369058 (x2) 60617847 (x1) 60626514 (x1) 60621477 (x1) 24943233 (x1) 60628847 (x1) 24994741 (x1) 60618668 (x1) 25202705 (x1) 24692509 (x1) 25216142 (x1) 24731994 (x1) 25219235 (x1) 60637220 (x1) 25254838 (x1) 24036203 (x1) 24194365 (x1) 24677405 (x1) 25304924 (x1) 60621559 (x1) 60637352 (x1) 60625545 (x1) 24130028 (x1) 60626517 (x1) 24491685 (x1) 60628845 (x1) 25452577 (x1) 24760574 (x1) 24565544 (x1) 24773431 (x1) 60615898 (x1) 25345630 (x1) 25371360 (x1). 25364882 (x1). Sixteen (16) investigations were completed during the period. From those only two (2) had the product returned. Their visual inspections did not reveal any obvious defects or damages. Functionality test were performed, and the results were found not within specifications. The reported event were confirmed. The other fourteen (14) investigations where product was not returned a review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 58 malfunction events. The events are related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: nine (9) investigations were completed during the period. Visual inspection of the returned products did not reveal any obvious defects or damage. A review of the records related to the devices that included labeling, manuals, and device history record (DHR) showed that the systems and its components met all specifications prior to being released. Functional testing was performed, and the results were found within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: thirty-six (36) investigations were completed during the period. For nineteen (19) of those the product was returned and a visual inspection did not reveal any obvious defects or damage. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. . Functionality testing were performed, and the result were found not within specifications. The reported events were confirmed. As it cannot be determined that the issue is traced to the design, manufacturing, or labeling, product deficiency cannot be confirmed. For the rest, the product was not returned. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.